Event description:
It was reported the customer received a failed selftest alarm on their insulin pump. Customer stated the alarm was recurring. The customer also reported their insulin pump would restart after the alarm occurred. Customer's blood glucose was unknown. Troubleshooting found the alarm did not occur during the rewind/prime sequence. The customer also stated the correct bolus amount was recorded in the bolus history. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.